Manufacturer narrative:
Medwatch sent to FDA on 12/7/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events breast lumps and "feels like the seri® is pulling away from the tissue" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device has not been returned. Therefore, no analysis or testing has been performed. These events are being reported because the severity of the events and necessity for medical intervention cannot be determined, although device-relatedness has not been established.

Event description:
Patient's sister reported immediately post implantation of seri with a concomitant breast implant, patient experienced left side pain and patient "feels like the seri is pulling away from the tissue." Patient additionally has noted a "marble size lump" under the left arm. Events have not been confirmed by the physician, and no treatment has been performed.